Event description:
It was reported that the catheter was inserted in 2001. The catheter was leaking in the tunnel and caused a large hematoma according to the nurse at the dialysis unit. The catheter was exchanged in the interventional radiology department at the hospital. After the exchange the patient was discharged to home in stable condition.